Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
The surgeon reported to the sales rep that, he had on 12/31/2009, a surgical procedure of endomedullary ostheosintesis. He began to ream the endomedullary canal with the reamer #9, then he continued with reamer #10. When he used the #10.5, the head of the reamer blocked on the two corticals (the cutter ceased operating). The surgeon continued to ream and the sheath of the reamer slipped off. The surgeon removed the reamer manually. He didn't continue to ream the endomedullary canal. He concluded the surgical procedure inserting and fixing the t2 tibial endomedullary nail.